Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, seroma. Concomitant products: mentor memorygel 375cc silicone breast implant, cat #: 3543751, sn #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel 375cc silicone breast implants which the right side ruptured after implantation. Report indicated swelling on the right side. Mammogram examination was done on (B)(6) 2019 further evaluation needed. The issue was diagnosed by the physician as replacing implant due to seroma and during surgery the right implant was discovered rupture from the top and the bottom. Patient underwent bilateral removal and replacement with round smooth silicone implants from allergan on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the initial submission mistakenly indicated that the manufacturing record evaluation is in progress, and has not process yet. And the correct statement is that the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).